Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had an irritation under the lifevest. It was reported that the patient had eczema, and the lifevest made her sweat, worsening the condition. It was also reported that the patient was allergic to her own sweat. The patient was in the hospital, and the lifevest was removed due to the irritation. Follow-up indicated that the rash was improving.